Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting noise and unipolar impedance measurements of 200 ohms. The noise is not sustained and is not affecting therapy. Threshold measurements are stable and within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller. The consultant concurs with plan to revise/explant this lead. The caller stated that this lead has not been repositions or explanted yet as the patient and her family were going to contact the physician in a few weeks. No other adverse events have been reported. This product issue will be updated if additional information is received.